Event description:
Device malfunction: difficult to remove, portion of balloon detached. Time of malfunction: during the procedure. Symptoms/ae: snare removal of detached balloon fragment. It was reported that during a stenting procedure, an unspecified stent was successfully post-dilated using an rx viatrac balloon. During removal of the rx viatrac, the balloon caught in a stent strut, and a piece of the balloon detached. The detached balloon fragment was successfully snared and removed from the anatomy. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
Eval summary: the balloon catheter was returned with blood visible in the guide wire lumen and balloon. There was no contrast visible. The balloon was torn radially at the proximal balloon taper. The distal portion of the torn balloon was bunched. Both the tip and inner membrane were stretched. The inner member was separated distal to the guide wire exit notch. The point of the stretched separation displayed jagged edges. It was reported that the balloon became caught in the stent after post-dilatation. The balloon catheter catching on the stent can be affected by numerous factors including, but not limited to, a poor refold of the balloon during deflation or a sharp angle to the stented lesion. The returned rx viatrac plus' stretched and separated inner member, jagged edges, stretched tip and torn balloon would suggest a tensile overload during removal and implies the application of some force. However, there was no info of any resistance felt which would be expected for this type of damage. The balloon's bunched distal end was too damaged to determine the refold of the balloon. A specific root cause for the balloon catching on the stent could not be determined based on the investigation. A review of the finished device lot history record did not reveal any non-conformity, which could have contributed to this event.